Event description:
The customer was hospitalized for high bgs two years ago. The hospitalization occurred two years ago and the information about this occurrence was obtained through a letter written by the customer. No additional information was available at time of documentation.